Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by auxiliary half-height drawer 5.2, which had several cubies disconnected from the bus. A field service engineer reseated the row board connectors for drawer's 5&6(1&2) to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system pocket was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.